Event description:
Unable to deflate indwelling foley catheter balloon. After multiple attempts, a total of 8 cc of fluid was removed via balloon port. Foley was removed from pt with balloon partially inflated. During the multiple attempts to deflate the balloon, the plunger in the syringe was "exercised" prior to aspiration as recommended by syringe MFR and bard.